Event description:
Revision surgery required to replace 8 degree arc neck. The surgeon changed the position of the neck from the varus to the valgus position to avoid the impingement, which the surgeon thought contributed to the pt's dislocation. The surgeon confirmed that the stem was well fixed.